Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge.